Event description:
The customer reported via phone call that her blood glucose rose from 297 to 364 mg/dl and felt like insulin was not delivering. She removed the reservoir and noticed the insulin pump was wet with insulin inside the reservoir compartment. The customer stated that the last set change was the night before and she noticed the leak the next morning. The customer did not find any damage at the reservoir compartment or reservoir. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.